Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device (part number 412.134s, 3.5mm ti locking scr slf-tpng w/stardrive recess/44mm-ster, lot number 9276784). The subject device was received and investigated. The investigation shows that the screw is broken between the screw head and the shaft. The screw head is still jammed in article 04.019.036s (multiloc screw). The torx is badly worn out and the threaded flanks are damaged. The manufacturing review of all above devices shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the received information the exact root cause cannot be determined. Due to the deformation signs at the shaft thread of the multiloc screw (04.019.036s), it is likely that the screw was not positioned aligned so that the threaded part of the screw striated along the nail during the insertion process. Due this occurrence the thread flanks were probably worn out. The cause of the breakage of the locking screw (412.134s) is probably the result of a mechanical overload situation during use. The microscopic view of the broken surface shows a homogenous surface what indicates material conformity. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
DHR review ¿ manufacturing location: (B)(4). Manufacturing date: 8th december 2014. Expiry date: 1st december 2024. No ncrs were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a multilock humeral nail (mhn) was used during a surgical procedure to repair a proximal humerus fracture. After multilock screw insertion at levels a and b, the surgeon inserted the locking screw(s) as screw-in-screw. It was discovered that the approximately 2mm of the locking screw tip had penetrated through the humeral head. Removal of the locking screw was attempted, but was securely locked with the multilock screw causing both pieces to rotate. After several attempts, the locking screw spun idly and then broke just below the screw head. The multilock screw was removed and the broken pieces of the locking screw retrieved. A thirty (30) minute delay was recorded. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device broke intra-operatively and was not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.